Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, upon removal of the tome at the completion of the procedure, the black and yellow sheath was found to have been stripped. The wire was exposed, however, no part of the sheath fragmented into the pt. The tome was removed in tact and the procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).